Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen did not always work. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The bench service engineer (bse) evaluated the device and confirmed the touchscreen issue. In a good faith effort (gfe) response from the bse received on, it was clarified that the portion of the touchscreen which did not work is the lower right corner. The bse found no visible signs of damage on the touchscreen. This investigation is ongoing.

Manufacturer narrative:
The bench service engineer (bse) replaced the touchscreen to resolve the device issue. Following the part replacement, the bse completed a performance verification test (pvt) which the device passed. The device was returned to the customer fully functional and ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.